Event description:
It was reported that the patient has a pinhole size area of infection at the incision site from recent vns surgery on (B)(6) 2015. Patient was given antibiotics and scheduled for follow up in a week. Additional information was received that the patient's infection resolved with antibiotics. Attempts made for relevant product information were unsuccessful.